Event description:
The following was reported to davol via maude event report (mw5042373): "on 2013, I underwent exploratory laparotomy and complex hernia repair with mesh. My hernia measured 15 x 25cm. A 20.3 x 25.4 cm bard composix e/x mesh was placed. I have had complications and constant abdominal pain ever since the hernia repair surgery. I am constantly constipated despite all the meds I am taking for it and I bleed with each bowel movement. I've had an anal fissure for awhile and meds have not helped it. I also have excruciating pain when I do have a bowel movement. I am now having a sigmoidoscopy with botox injections at hospital on 2015. My abdominal pain ranges from sharp stabbing pain, burning, pinching, pulling, feeling like my inside are raw, and the feeling of broken glass or a bunch of needles piercing me. I am in constant pain and feel exhausted all the time. I have been seeing a pain management doctor and I am on pain meds that the only help a little. I am thought to have nerve entrapment but I haven't had an abdominal MRI or CT scan in almost a year. My repair surgery seemed to have done more damage than good. This is a miserable quality of life. I don't know what I am going to do. There is definitely something very wrong." Per follow up with patient: patient states than an incisional hernia developed after a surgical hysterectomy and tumor removal procedure performed on (B)(6) 2013. Patient alleges that she developed a hematoma at the hernia repair site, which resolved on its own. She alleges severe and chronic pain in her abdomen at the repair location, beginning soon after implant. Patient reports visiting a plastic surgeon for a consultation due to pain in (B)(6) 2015. Patient reports taking pain medication daily, and visiting a pain management clinic to manage her chronic pain. Patient has not visited her surgeon again, as her primary care doctor indicated she is not a good candidate for surgery due to her blood clotting disorders.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 63 units. Hematoma is identified in the IFU as a known possible complication. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.